Event description:
It was reported that the pump's battery depleted too quickly, which led to a shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.